Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that prior to a liver biopsy procedure, plastic was allegedly adhered to the actual needle. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was received for evaluation. During visual evaluation, the device appeared to be clean, and the device was received with both slides in their initial positions. Unknown material was observed to the distal end of the needle. The sample was sent for ftir analysis, the results of the analysis show the adhesive residue was consistent with clear adhesive tape. Per the manufacturing site feedback, the utilization of tape is prohibited within there manufacturing area, throughout the assembly and packaging process of maxcore devices. The investigation is confirmed for the reported device contamination with chemical or other material issue as the adhesive material was observed to the needle. A definitive root cause for the reported device contamination could not be determined based upon the provided information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2026), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a liver biopsy procedure, a plastic was allegedly adhered to the actual needle. The procedure was completed using another device. There was no patient contact.